Manufacturer narrative:
(B)(4).

Event description:
The complaint states a loss of connection occurred. Data was received but is pending evaluation. A follow up report a follow-up will be submitted upon completion of data investigation. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint states a loss of connection was reported. Data was provided for evaluation. The reported issue was undetermined via data. The root cause could not be determined post investigation. No injury or medical intervention was reported.